Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen was unresponsive and the device would not power on despite charging attempts, with the charger indicator blinking twice when reconnected; a replacement device was provided and the original was slated for return. Symptoms included anxiety, sleep disruption, and stress associated with high glucose readings up to 400 mg/dl while the original device was nonfunctional. Outcomes included transient hyperglycemia lasting less than 24 hours without ketone testing, medical intervention, or assistance; the user utilized backup therapy and continued cgm monitoring via dexcom. Investigation included customer technical troubleshooting and remote assessment of device performance based on user reports and inspection of the returned device. Investigation of this device revealed a device malfunction consistent with a display or power subsystem failure rendering the screen inoperable and preventing normal use. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction not attributable to user error or environmental exposure.